Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted because the battery status reached elective replacement indicator (ert). No allegations exist against the product performance of this ICD during its service life. Initial laboratory analysis revealed that this ICD did not meet specifications with respect to the battery status.